Event description:
It was reported that shortly after implant, it was noted that the atrial lead exhibited a loss of capture and sensing. It was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.